Event description:
According to the customer, on (B)(6) 2022, when using the catheter for 'intravesicular bcg treatments for bladder cancer', the catheter was clamped for 2 hours using plastic hemostats on the drainage tube. The customer reported 'the balloon did not deflate with syringe after several attempts'.

Manufacturer narrative:
According to the customer, on (B)(6) 2022, when using the catheter for 'intravesicular bcg treatments for bladder cancer', the catheter was clamped for 2 hours using plastic hemostats on the drainage tube. The customer reported 'the balloon did not deflate with syringe after several attempts'. The customer reported the urologist deflated the balloon using 'a needle and the patient was prescribed prophylactic antibiotics'. The sample was returned for evaluation, however, a definitive root cause could not be determined. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.